Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the driving cap broke at the junction where it threads from insertion handle during insertion of nail. The nail was inserted but the piece was broken. The final insertion taps were made on the handle to complete the procedure. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: radiolucent insertion handle for expert nails (part# 03.010.487, lot# 8703634, quantity 1), cannulated connecting screw for 175mm insertion handle (part# 03.010.499, lot# 7340372, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the driving cap broke at the junction where it threads from insertion handle during insertion of nail. The nail was inserted but the piece was broken. The final insertion taps were made on the handle to complete the procedure. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant devices: radiolucent insertion handle for expert nails (part: 03.010.487, lot: 8703634, quantity: 1), cannulated connecting screw for 175mm insertion handle (part: 03.010.499, lot: 7340372, quantity: 1), radiolucent insertion handle femoral recon nail (part: 03.033.001, lot: l551419, quantity: 1). This report is for one (1) driving cap/threaded. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 03.010.523, lot: 8718709, manufacturing site: bettlach, release to warehouse date: 27.feb.2014. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. The measurements of the hardness after the hardening procedure was also within the specification device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B1, b5, h1: the initial complaint was reviewed and found not reportable. This device was added in error and will be voided. It is captured as ip-(B)(4) in (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.